Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11: d2: d1, d2, d3, d4: this report is for an unknown synthes calcaneal locking plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: yao h., et al (2017), open reduction assisted with an external fixator and internal fixation with calcaneal locking plate for intra-articular calcaneal fractures, foot & ankle international®, volume 38(10), pages 1107¿1114 (china)doi.org/10.1177/1071100717715908. This retrospective study aims to explore the outcomes of this novel technique: the extensile lateral approach (ela) and second, to investigate and identify the benefits of a calcaneal locking plate. From april 2008 to may 2012, a total of 58 patients (52 men and 6 women) mean age at the time of the operation was 43 (range 29-54) years with the 52 men (mean age 40, range 30-54) years slightly older than the 6 women (mean age 38, range 29-46) years, with 62 dicfs who were treated by open reduction assisted by an external fixator and internal fixation with a synthes calcaneal locking plate were included in the study. All patients were clinically and radiologically followed up, with no one lost during a mean follow-up of 35 (range 29-42) months. The following complications were reported as follows: eight patients (13.8%) developed a superficial wound infection. Six patients (10.3%) complained of slight pain and discomfort while walking after a long time who had traumatic arthritis of the subtalar joint. Two patients (3.4%) had restricted range of motion of the ankle joint, especially in the presence of varus and valgus, and were sent to a physical therapist. Vas score was 2.9 (range 0-8, sd 1.9; 95% ci 2.5-3.4) at final follow-up. This report is for an unknown synthes calcaneal locking plates this is report 1 of 2 for (B)(4).